Event description:
It was observed that during the device evaluation, the camera head exhibited poor watertightness of head unit, watertightness was lost, and moisture had entered the head. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor watertightness of head unit, water tightness was lost. In regard to the other identified malfunction, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.